Event description:
The contact stated the customer tested her blood glucose using a contour meter and a one touch meter. The contour read 68 mg/dl, while the one touch read 210 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. The contact also declined to further troubeshoot the customer's contour meter. The test strips and meter are to be returned for eval and replacement products will be sent to the customer.